Manufacturer narrative:
Result of investigation: the reported complaint was duplicated. The uut was tested and found to leak due to the o2 pressure sensor tubing connector which was not correctly seated with the fitting tube straight mini type. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the customer received a defective o2 blenders from a batch of 30k pm kits, and the blenders are leaking. There is no information of patient involvement associated with the event as of this time.